Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 4196-88 lead, implanted 2012-(B)(6); 5071-35 lead implanted 2012-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). On (b)6) 2014, lead integrity alert (lia) alert for rv pacing impedance greater than 3000 ohms; (B)(6) 2014, alert for high rate non sustained tachycardia events and rv lead impedance variation. Beginning (B)(6) 2014 sic count is 84 with non sustained tachycardia episodes consisting of lead noise oversensing. Beginning (B)(6) 2014, rv pacing impedance increased from 988 ohms to 4047 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance. Oversensing of noise and short interval counts (sic) were also observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.